Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported use after expiration appears to be related to the deviation from the instructions for use (IFU). The xpert IFU, warnings section, states: use prior to the use by date. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that after implantation of the xpert pro stent the hospital ordered a new xpert pro and they told the local customer service that they had used an xpert pro with lot# 4103161. Following the information from the local customer service the customer has used the stent after the use by date (ubd). No adverse patient effects were reported. No additional information was provided.